Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily tortuous, heavily calcified lesion in the mid circumflex (cx). Multiple guide catheters, guide catheter extensions, guide wires, buddy guide wires, and approximately 10 different pre-dilatation balloons (compliant and non-compliant) were used. A 3.5x15mm xpedition stent was deployed at 18 atmospheres in the mid cx however a distal edge dissection was noted. Two additional xpedition stents (3.5x15, 3.5x12) were implanted in the mid cx. A 2.5x15 xpedition stent was placed in the distal cx. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.